Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for 24 hours and no unexpected errors or alarms noted however, there are four hardware low levels alarms, located in the formatted history file due to cold solder joints at connector of the keypad assembly. The insulin pump received with scratched case, serial number label faded, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had damage and error. The customer reported that the insulin pump had cracks and an error was detected during self test. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.